Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they keep losing their bladder and have stim up to 1.0. Reviewed how to change programs. Patient changed to program 3 and increased stim to 3.5 but didn't think that was going to work and went back to the previous program. Patient said the implant date on their card was wrong. Reviewed we have an ins replacement registered. Patient said they did have something done in june 202. Patient said the hcp said something was "lose" or not working right. Reviewed ins longevity. Did not ask other questions as patient was extremely difficult to communicate with. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.